Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The slightly calcified, 90 % stonosed lesion, located in the slightly tortuous cx/pda, was pre dilated with a 2.5x10 mm cutting balloon at 12 atms. A taxus express2 3.0x20 drug eluting stent was slightly under deployed at 14 atms and the balloon was unable to be removed from the stent. The balloon was inflated multiple times to pressures of 16, 4,6, and 20 atms for 30 seconds. After 20 minutes, the xblab4 guide catheter deep seated down to the lesion, releasing the balloon from the stent. The stent remained in good position. There were no reported patient complications.